Event description:
It was reported the pt has felt pain at her ipg site for approx six months. She stated the pain is intermittent and charging the ipg does not affect the sensation. She reported that at times the pain is strong enough that she also feels it down her leg. The pt denied any recent falls or traumatic events. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.